Manufacturer narrative:
The instrument was analyzed by microscope. The distal end of the slider sheet is pressed together, therefore it appears that a part is missing, which in fact the metal sheet is just deformed and no part is missing. The two products originate from two different production status, thus the shape of the plastic cover deviates minimal. The fixing bracket is broken off of the end of the device. The device quality and manufacturing history records have been checked for all available lot numbers. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Based on the information available as well as a result of the investigation, root cause of the failure is most probably user related. The slider sheet is designed for delicate use. The two jaw parts of the shaft pressed the distal end of the slider sheet together. To avoid this the user should wait until the first application process is completed. The investigation illustrates that there are no technical errors causing the damage at the fixing bracket of the cartridge. The fracture surface shows a forced fracture due to overload. No pores, inclusions or foreign bodies could be found. The breakage of the device maybe the result of incorrect unpacking or installment of the application, which is defined in the IFU. The current failure rate is within the risk analysis and therefore acceptable.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: hong kong. Distal end of the cartridge had been broken and lost inside patient abdomen, finally the lost part was not found in patient. Hospital has reported this issue to hospital authority.